Manufacturer narrative:
Arjo was informed by the customer facility about an event with involvement of the carendo shower chair. The resident was in the shower chair and the personal support worker asked him to lean forward to wash his backside. Then the resident was asked to lean a little further. At this moment, the resident lunged forward, his bottom slipped, the seatbelt let go, and the patient slipped off the chair on to the floor. According to the received information, as a result of the fall the patient sustained a broken femur. The resident was taken to the hospital and required surgery and insert of a steel rod to treat the fracture. The customer facility informed that the involved resident has a severe brain injury and cannot verbally communicate with the facility personnel, but understands commands and participates in daily living activities. The evaluation of the involved device performed by an arjo technician confirmed that the device was in good working condition and no malfunction was found. It was noticed that the seatbelt on the device was not supplied by arjo and was not intended to be used with carendo. The customer facility requested arjo for complete review of all of their lift equipment to ensure all aspects are the appropriate and compatible (specifically any removable part of lifts). Based on the collected information, the patient slid off the chair and to the floor as the seatbelt released unintended. The carendo seatbelt can be used to secure the patient in chair. It is to be fastened on either sides of the backrest and has adjustable length. The caregiver during use of the belt should ensure that the seatbelt is close to the patient¿s body. According to the results of evaluation the seatbelt used during the reported event was not provided by arjo. Please note that carendo instructions for use informs user about the risk related to use of non-arjo components: ¿arjo strongly advise and warn that only arjo designed parts, which are designed for the purpose, should be used on equipment and other appliances supplied by arjo, to avoid injuries attributable to the use of inadequate parts.¿ ¿unauthorized modifications on any arjo equipment may affect its safety. Arjo will not be held responsible for any accidents, incidents or lack of performance that occur as a result of any unauthorized modification to its products.¿ in summary, the carendo shower chair was used, when the event occurred and therefore was involved in the incident. Based on the performed evaluation of the arjo device, it was functioning according to the manufacturer¿s specification, but was equipped with a non-arjo seatbelt. This complaint was decided to be reported to the regulatory authorities due to indication of patient fall resulting in a serious injury.

Manufacturer narrative:
(B)(4). The evaluation of the involved device confirmed that it was in good working condition. It was found that the seatbelt on the device was not supplied by arjo and was not intended to be used with carendo. The investigation is ongoing and further information will be provided in the next report.

Event description:
Arjo was informed about the event with involvement of the carendo shower chair. The resident was in the shower chair and the psw asked him to lean forward to wash his backside. Then the resident was asked to lean a little further. At this moment, the resident lunged forward and his bottom slipped as well as the seatbelt let go, so the patient slipped off the chair on to the floor. The seatbelt used by the customer facility was not supplied by arjo and was not intended to be used with carendo. According to the received information, the result of patient fall was a broken femur. The resident was taken to the hospital and required surgery and insert of a steel rod to treat the fracture. The resident has a severe brain injury and cannot verbally communicate with staff, but understands commands and participates in daily living activities.